Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003; 5076-58 lead, implanted: (B)(6) 2003; 5071-35 x 2 leads, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a fracture. The lead was revised, capped and subsequently explanted years later and replaced. During the extraction of the lead, the atrial lead was also removed due to adhesions to the right ventricular lead. The right ventricular pacing lead had high threshold and was also explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.